Event description:
The patient experienced a loss of osseointegration (specific date not reported) resulting in fixture loss. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.